Event description:
It was reported that this pacemaker displayed safety mode. This occurred before the device was implanted. Technical services advised not to use the device for implant. The device was not implanted. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode. This occurred before the device was implanted. Technical services advised not to use the device for implant. The device was not implanted. No patient involvement.